Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician on 2019-mar-19. The patient told them that their device has not been working for up to a month or so. It has been turned off for up to a month or so. The patient cannot turn it on or off with their external equipment. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had a fall and they did not think their device was working. The rep said they would schedule an appointment with the patient in the coming week to determine the issue. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported.